Event description:
The patient was revised because of dislocation and impingement.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also possible, as the product and/or lot codes were unavailable. The investigation could not verify or identify any evidence of product contribution/error with regard to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated.